Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 14jun2017 to assess test well images in question which appeared as equivocal. The immucor laboratory tested retention product on 21jun2017, which performed as expected. The immucor laboratory also tested returned blood samples from the customer site on 21jun2017 which yielded expected positive outcomes, and therefore the customer's blood sample testing observations were not reproduced.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported some information about an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, which was then subsequently determined to be reportable on 02aug2017.